Event description:
Customer reported an issue with the spectrum monitor which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Device was evaluated. Corrections included replacing trunk cable. Spo2 communications were restored.